Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, restenosis occurred. The 3.5x16mm taxus express2 drug-eluting stent was implanted in the moderately tortuous and non-calcified left anterior descending (lad) artery. After an unspecified time, the taxus express2 stent was 90% restenosed. An 8x3.5mm quantum maverick balloon was used to dilate the stent. No additional pt complications were reported and the pt's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.